Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals due to myopotential noise. The noise resulted in a false atrial tachy response (atr) episode. It was noted that the pacing impedance increased from 438 ohms to 620 ohms. Ts recommended troubleshooting actions and potential causes. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).